Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted. A second clip delivery system (cds) was advanced to the mitral valve; however, upon grasping the posterior leaflet, the gripper would not lower. Multiple attempts were made to troubleshoot without success. The clip was not implanted and the cds removed. One clip was implanted reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.